Event description:
A 12 mm diameter x 5.5 cm length aneurx extender cuff was impalanted in a pt for endovascular treatment of an unk aneurysm in 2000. Aneurysm and vessel morphology are unk. The pt had a history of severe chronic obstructive pulmonary disease, coronary artery disease, and two previous myocardial infarctions. The pt had an abdominal aortic aneurysm with a previous open tube repair in 1984. The pt also had bilateral common iliac aneurysms, which were coil embolized in 2000. The iliac aneurysms recurrred; therefore, the decision was made to treat the aneurysms endovascularly. The procedue was performed in 2000, which included exclusion of the aneurysms and implantation of an aorto-uni-iliac graft with a femoral-femoral bypass. During the procedure, the right external iliac artery was ligated and the left external iliac artery was stented. It is unk where the aneurx device was placed. The pt left the operating room in good condition. Postoperatively, the pt had to be returned to the operating room with abdominal distention and a drop in hematocrit. A left groin hematoma was discovered and evacuated. In the days following the procedure, the pt had a myocardial infarction and went into acute renal failure. 4 days later, a CT scan demonstrated a left retroperitoneal hematoma. There is no indication in the hospital expiration summary that the hematoma was treated. During this hospital course, the pt developed respiratory failure, and their cardiac and renal function continued to deteriorate. The pt died 9 days later.